Event description:
It was reported that increased capture threshold and impedance were found. At device explant, externalized conductors were observed via fluoroscopy. The pace/sense portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.